Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the seal in the reservoir compartment of the insulin pump had come loose. The blood glucose levels of the customer was 170 mg/dl. The customer stated that the reservoir was not able to lock in place when inserted in the reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to damage to reservoir tube lip. Device received with cracked case at display window corners, reservoir tube window, reservoir tube window corners and battery tube threads. Device received with minor scratched display window and case.